Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information from the investigation, the reported event of the distal cover had a burn was confirmed. The probably cause was likely attributed to high-energy endo therapy accessories being used without ensuring sufficient distance from the distal end. A definitive root cause for the events could not be determined. The events can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif-h290t operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿ instructions for gif-h290t operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited a burned plastic distal end cover. There were no reports of patient involvement.